Event description:
The following has been reported: the customer reported that the equipment is inoperative. The fault: constant occlusion in the lower section. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.